Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: visual inspection of the pump found no cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen. Unrelated to the display issue, a crack from the case seal to the finger pad was found in the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly the display of the demo pump was discolored and hard to read. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.